Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported that external speaker for the ix central monitor does not make a sound. The customer was instructed by the engineer to restart the ix; the customer then confirmed that the alarm started sounding normally from the external speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.